Event description:
It was reported the patient's (B)(6) lead was replaced due to impedance issues. No further details were provided to the manufacturer regarding this event.

Manufacturer narrative:
Evaluation results - as received, visual inspection of the returned lead revealed three compression marks on the lead body consistent with the use of a swift lock anchor. Continuity testing revealed that channel two was open. The source of the electrical open could not be isolated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.